Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported under infusion during preventive maintenance which was reproduced. The reported condition was verified. Evaluation required flow accuracy test with a delivery rate of 125ml/hr and 60min run time. The results were -11.1144% at 125ml/hr. The m2 and m3 springs was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during preventive maintenance. The rate was set at 200ml/hr with a volume to be infused of 50ml and the amount delivered was 40ml. There was no patient involvement. No additional information is available.